Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during surgery while pulling the graft into the femoral tunnel, when the 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, and it broke. Then the surgeon used a rigidloop 20 mm which was available in the set. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the white suture was broken. It was identified that the distal part was damage, the ends were frayed. A manufacturing record evaluation was performed for the finished device 8l17003 number, and no non-conformances were identified. A previous investigation was made with the manufacturer; as a result, the white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control, and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU 111882 the steps for a proper insertion are provided. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwach, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l17003), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2021, it was observed that the white loop shortening suture on the rgdloop adjustable stnd device broke as it was being pulled with the graft into the femoral tunnel. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.